Event description:
It was reported that the device is heating up prior to the procedure. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was duplicated by the repair technician through functional evaluation, disassembly and visual inspection. The device was found with a non-stryker e box. It is possible a non-stryker component may cause the event of overheat. The affected component was replaced and the driver passed all final inspection activities and returned to the account.